Event description:
The customer reported approximately 5 mls of blood/reagents leaked from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the flow cell sample line tubing was disconnected. The fse replaced the tubing, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).